Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 701:00 failure code was confirmed in the pump?s event history but not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a failure code 701:00, which may have caused an interruption of delivery. The reported condition occurred during set-up. There was no report of patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 7:01:00. No additional information is available.